Event description:
The advocate stated, the customer had been receiving high blood glucose readings. He tested his blood glucose using his breeze2 meter and received a reading of 500 mg/dl. The customer's glucose had also been tested using another meter and that reading was 142 mg/dl. The difference between the customer's meter readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's test strips with him at the time of the call, so it was not possible to obtain that information. Control solution was sent to the customer for troubleshooting. No product will be returned at this time.